Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) qie team. The qie staff noted "it appears that the insulation of the black bipolar conductor wire is damaged, with a small part of the bare metal wire exposed underneath.".

Event description:
It was reported that during central processing, the maryland bipolar forceps had a black cable defect. There was no report of patient involvement. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the instrument was checked before use and found with no damage. There weren't any motion issues. The black cable had visible damage to the black sheathing with exposed wire. There was no thermal damage or arcing noticed. No fragment fell into the patient.

Manufacturer narrative:
The maryland bipolar forceps was found to have damage of the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. Root cause of damaged insulation instrument conductor wire are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or use.

Event description:
Refer to h11 for follow-up information.